Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had low battery voltage and the physician is dissatisfied due to product performance. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion /eri (elective replacement indicator) was indicated. The programmer s2d file (B)(4) shows time of eri in save to disk on (B)(6) 2012 device eri less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.65 to 2.62 volts between (B)(6) 2012. The device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.